Event description:
It was reported that during a routine follow-up, the pulse generator exhibited an impulse rate different than the programmed rate. The device was replaced.

Manufacturer narrative:
Paced rate differs from programmed rate. Final analysis found a defective integrated circuit caused the reported pacing rate measurement data anomaly. After the integrated circuit was replaced, normal device function ensued.